Event description:
Initial reporter indicated to manufacturer that they "cannot interrogate device." The patient was to meet with the treating physician and patient with cyberonics representative present and the appointment was cancelled. Good faith attempts are being made for additional information surrounding the reported event.